Event description:
Healthcare professional reported right side rupture, capsular contracture baker grade IV, and "seroma - fluid build up". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to confirm as it is a medical event not related to the device. ¿ seroma-late: not applicable as the event is not related to the device. ¿ rupture: observed, broken device on radius side assessed as surgical impact opening. (Shell thickness was within specification). Additional observations: ¿ stress marks observed. ¿ crease fold observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side rupture, capsular contracture baker grade IV, and "seroma - fluid build up". Device has been explanted.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, capsular contracture baker grade IV, and rupture.